Manufacturer narrative:
The insulin pump powered up and unexpected battery out limit alarms and failed battery test alarms were noted due to after battery installation due to corroded battery tube and battery cap contact. However, unit received with operating currents within specifications. Device passed the rewind basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. Device was received with intermittent buttons due to moisture damage at key padtraces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had low reservoir alarm working properly. A test glucose meter was programmed and communicated properly with pump. The device was received with cracked case at display window corners. Device was received with scratched lcd window. Unit received with bleeding lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, failed battery test alarm, and motor error alarm. The blood glucose at the time of the incident was 136 mg/dl. Troubleshooting was performed. The device was returned for analysis.